Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing documents and a review of labeling. Review of tracking and trending reports for the architect hbsag assay did not identify any trends associated with the complaint issue. Normal complaint activity was identified for reagent lot 01325fn00. Return testing was not completed as returns were not available. Using world wide field data the historical performance of reagent lot 01325fn00 was evaluated. The median population result for nonreactive samples for lot 01325fn00 was found to be within the established limits, indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag assay was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00236 under the same suspect medical device but an incorrect manufacturer name, city and state. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient information: all available patient information was included. Additional patient details are not available. Refer to related manufacturer report number 3008344661-2019-00118 for the device evaluation of the architect hbsag confirmatory assay.

Event description:
The customer reported a (B)(6) architect hbsag and hbsag confirmatory (B)(6) results. The sample generated (B)(6) on the hbsag assay and hbsag confirmatory (B)(6). The sample generated (B)(6) results on espline assay. No impact to patient management was reported.